Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during an endovascular uterine artery embolization procedure, the catheter tip detached within the patient's left common iliac artery. The physician had successfully acquired retrograde right femoral artery access and had negotiated the patient's right common iliac arch during the crossover attempt under fluoroscopy guidance. During catheter manipulations over an interventional guidewire, the tip of the catheter detached from the patient's left common iliac artery. The foreign body was not retrieved at the time of detachment. The patient was later transferred to the surgical unit for successful foreign body removal/intervention. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and sharp fractures were observed on material that was more brittle than usual. The complaint is confirmed. Root cause is attributed to environmental conditions. A review of the device history record was performed and similar complaints for this lot were identfied.